Event description:
The dentist reported that 1 month after the dental implant was installed in intraoral region around #15 it was verified its non osseointegration. Patient had low bone quality (bone type iii).